Manufacturer narrative:
Product is an instrument and is not implantable. The results of the device history record review indicate the part met specification. The visual examination and functional evaluation of the returned part did not replicate the reported event. The investigation determined the most likely cause of the event during surgery is user error.

Event description:
The sales representative reported that during surgery in 2008, the cannulated poly screwdriver did not align with the screws. The surgeon was able to complete the case as indicated and there was minimal surgical delay. There was no harm to the pt. The malfunction has resulted in an adverse event in the past.